Event description:
It was reported that a malfunction alarm occurred with a malfunction code of "malf 9." There was no reported adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue arises again, which they acknowledged.